Event description:
The following was reported to hamilton medical ag: "unit does not recognize 110ac power when plugged in. Unit still functions just won't charge battery". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
It was reported that the device alarmed with "loss of external power" and continued on battery power during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a power supply was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the power supply as no further issues have been reported.